Event description:
It was reported that antibiotics were being infused through a piggyback secondary set. Nurse noticed that the secondary bag had emptied very quickly and in examining pt, there was no improvement to pt's condition. The nurse then started second bag of antibiotics which also infused too quickly and again, no pt improvement. Nurse then examined the set-up and discovered that the antibiotics had flowed up into the primary set and bag instead of infusing into pt. Due to pt not receiving the medication and not showing improvements in condition, prolonged hospitalization was needed to monitor pt and provide further infusions of antibiotics if needed. There was no resultant pt complication due to this reported event.